Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
Customer states that during a lap assisted distal gastrectomy the first fire was done with no problem. Upon the second fire of the unknown idrive with egia60amt, the surgeon pushed the blue button to close the jaws and attempted to fire the device following pushing the green button, however, the knife did not advance. At that time the firing indicator was illuminated and the status indicator was turned off. A new sulu was opened to correct the problem.